Event description:
It was reported that the cables are damage, filaments broken. The filaments broke before starting to tighten the cables. This is report 1 of 5 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The additional evaluation revealed that the cables are damaged with filaments broken. The review of the production history revealed that these cables were manufactured according to specifications and passed the inspections. No manufacturing related issues were found. Unfortunately the information given did not provide sufficient evidence for an exact determination of the failure reason. Nevertheless, a manufacturing related condition can be excluded. 510k#: device is not distributed in the united states, but is similar to device marketed in the USA.